Event description:
It was reported that prior to a procedure, the first blade broken during fixation with torque wrench, the second device displayed an unknown error code on the display. They used a new device to complete the case. No pt consequence.